Manufacturer narrative:
Problem code 1069 captures for the reported event of guide catheter broken. Product analysis: a visual evaluation of the returned advanix naviflex stent was performed. The guide catheter was detached from the delivery system and it was bent in several locations. The push catheter was kinked approximately at 4.5cm from distal end. Kinks on delivery system can result in issues to deploy the stent; consequently, confirming the reported complaint. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the catheters. Once the catheters were kinked, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues deploying the stent, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can result in guide catheter detachment due to friction between the components at kinked areas. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography in the cystic duct performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire was placed in the gall bladder while the naviflex rx delivery system guide catheter and 7frx12cm stent were delivered to the target site. While attempting to deploy the stent, the guide catheter broke off so it was not deploying. They attempted to pull back on the push catheter, in doing so, the guide catheter broke and remained in the stent with the guidewire. They used a snare to remove the broken guide catheter. They put it over the wire, slipped it down the scope, opened it up and got it over the top of the broken guide catheter and slowly pulled the catheter out from the interior of the snare and pulled the guidewire to finish the deployment. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine'.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography in the cystic duct performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire was placed in the gall bladder while the naviflex rx delivery system guide catheter and 7frx12cm stent were delivered to the target site. While attempting to deploy the stent, the guide catheter broke off so it was not deploying. They attempted to pull back on the push catheter, in doing so, the guide catheter broke and remained in the stent with the guidewire. They used a snare to remove the broken guide catheter. They put it over the wire, slipped it down the scope, opened it up and got it over the top of the broken guide catheter and slowly pulled the catheter out from the interior of the snare and pulled the guidewire to finish the deployment. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine'.